Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with an implantable cardioverter defibrillator (ICD) as there was a concern of a strange heart rhythm recorded as non-sustained. Technical services (ts) reviewed the ventricular episode and confirmed this is a false positive episode due to oversensing of noise as the episode correlates to the time of implant. At this time, the device remains in service. No adverse patient effects were reported.